Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure event observed during analysis. Final analysis found that a partial lead was returned in two pieces. External insulation abrasions breaching the outer insulation were noted at 20.0 cm to 20.1 cm and 43.0 cm to 43.2 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.